Manufacturer narrative:
As reported, artery was successfully closed, but during a venous closure, impenetrable resistance was met shortly after shuttle tube entered the cordis sheath hub. The mynx catheter was removed after which the sealant could be observed inside proximal end of sheath lumen. Md is highly skilled with mynx and otherwise, and preferred to salvage the closure rather than convert to manual compression. The femoral vein had been unintentionally entered during vascular access in the beginning of the procedure, so md determined to place a sheath into the vessel to then close at procedure end. Scalpel was used to dissect sheath below sealant then wire was inserted through remaining section and sheath exchanged performed. Another mynx was then used to close the vein without issue. Stick location was at the medium level. Vessel size was 8 mm. The user did not shuttle down completely. Significant resistance was felt when shuttling down. No unusual force was applied when retracting sheath. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned mynx device showed that the shuttle cartridge was disengaged from the handle. Shuttle cartridge was severely kinked/damaged approximately 10 mm from the distal end, probably the result of multiple attempts to advance the cartridge into the sheath. The introducer sheath was dissected into 3 sections. Visual inspection of the returned cordis sheath showed brown material inside the dissected sheath and brown granulation material appears to be dry blood. The sealant was not returned with the device. Shuttle down procedure was simulated and the advancer tube was able to properly engage with the distal tamp lock. A review of the manufacturing documentation associated with lot f1634301 revealed that the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. The event reported as ¿shuttle advancement issue¿ was confirmed due to the condition in which the unit was received for analysis. However, the exact cause of the reported failure experienced by the customer may have been caused by an obstruction in the cordis introducer sheath. The introducer sheath will be forwarded to cordis for further investigation. Neither the DHR review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Procedural factors and handling process may have contributed to the failure as reported; therefore no corrective or preventive actions will be taken at this time. The event reported as ¿sealant misdeployment / sealant exposed¿ was not confirmed since the sealant was not received for analysis. However, the exact cause of the reported failure experienced by the customer may have been caused by an obstruction in the cordis introducer sheath. The introducer sheath will be forwarded to cordis for further investigation. Neither the DHR review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Procedural factors and handling process may have contributed to the failure as reported; therefore no corrective or preventive actions will be taken at this time. A non-sterile unknown lot number 5f cardiovascular access cannula sheath was also received for analysis inside a plastic bag. Per visual analysis, the mentioned csi cannula sheath was received cut at 0.5 cm from the hub. The cut/ separated piece of cannula measured 8.9 cm length. At a glance, the edges on received cut/ separated cannula looked as if a sharp object was used to perform cutting. Also, a kink was found on the cannula sheath at the juncture of the cannula to the hub. No more anomalies were found. Functional analysis could not be performed due to the csi cannula cut/ separated condition as received. The received cannula sheath od and ID were measured near to the kink and cut/ separated areas and results were found within specification. The product history review was not performed as no lot number was provided. The complaint reported by the customer as ¿catheter sheath introducer (csi)- resistance/friction - inner lumen¿ could not be properly evaluated due to the cut/ separated condition of the cannula sheath as received. A kink was found on the cannula sheath at the juncture of the cannula to the hub. Nonetheless, the exact cause of the kink as well as the cut/separated condition found on the csi cannula could not be conclusively determined during the analysis. The csi units are inspected during the manufacturing process for kinks, separations or any type of damages on the csi units; also, several inspections are performed through all the csi units¿ assembly process operations. Handling and/or procedural factors may have contributed to the event as reported. Product analysis results do not suggest that this damage is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Manufacturer's email is (B)(4). The device was received for analysis; however, the engineering report is not yet available. It will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Product analysis and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, artery was successfully closed, but during a venous closure, impenetrable resistance was met shortly after shuttle tube entered the cordis sheath hub. The mynx catheter was removed after which the sealant could be observed inside proximal end of sheath lumen. Md is highly skilled with mynx and otherwise, and preferred to salvage the closure rather than convert to manual compression. The femoral vein had been unintentionally entered during vascular access in the beginning of the procedure, so md determined to place a sheath into the vessel to then close at procedure end. Scalpel was used to dissect sheath below sealant then wire was inserted through remaining section and sheath exchanged performed. Another mynx was then used to close the vein without issue. Stick location was at the medium level. Vessel size 8 mm. The user did not shuttle down completely. Significant resistance was felt when shuttling down. No unusual force was applied when retracting sheath.